Event description:
Healthcare professional (hcp) reported the home patient (hp) had filled with excessive air during therapy using the homechoice cycler for apd therapy. Follow up with the hp reveals that home patient had performed home patient's apd therapy to completion using the homechoice cycler with no difficulties. Home patient relates that home patient receives 2500mls of fluid at the end of apd therapy as a "last fill", which home patient manually drains out after approximately 2 hours. Home patient relates that after performing the manual drain into a drain bag home patient noted there was around 500mls of air in the drain bag along with the last fill volume. Home patient relates that there was no patient injury or medical intervention.